Manufacturer narrative:
A specific cause for the reported event could not be determined with the information available for assessment. The investigation remains ongoing; therefore, system functionality cannot be verified at this time. However, this event is not being reported to the FDA as a device malfunction because the twiist automated insulin delivery (aid) system's ability to calculate the appropriate amount of insulin to deliver is dependent upon input from the continuous glucose monitor (cgm). It was reported by the user that their cgm readings were inaccurate across multiple sensors, which would have impacted the twiist aid system's dosing of insulin to the user. The twiist aid system user guide states, "use your blood glucose meter to make diabetes treatment decisions when you see the blood drop symbol during the first 12 hours of wearing a freestyle libre 3 plus sensor, if your sensor glucose reading does not match how you feel, or if the reading does not include a number." "Ignoring the symptoms of high and low glucose even when your cgm reading is not in the high or low range may lead to incorrect treatment decisions which may lead to harm. When in doubt, get your meter out." No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc, on 15-feb-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported being hospitalized on (B)(6) 2026 due to diabetic ketoacidosis and was treated with an insulin drip. The user started feeling unwell on (B)(6) 2026, and reported observing inaccuracies with the abbott freestyle libre 3 plus continuous glucose monitor (cgm). The user reported that the cgm showed a glucose value of 160 mg/dl, while a fingerstick confirmed a glucose value of 250 mg/dl, leading the user to believe that the twist automated insulin delivery (aid) system was not delivering enough insulin. While hospitalized, a new cgm was placed and the user reported further inaccuracies (sensor glucose of 55 mg/dl vs. Fingerstick glucose of 112 mg/dl), as well as a sensor error. The user ultimately discontinued use of the twist aid system due to continued inaccurate cgm readings.